Event description:
Reference number (B)(4). Event occurred in the united state. It was reported that patient faced an infusion set occlusion event on (B)(6) 2024. Blockage was located at the site. No further information was available.